Event description:
It was reported that the customer experienced fluctuating blood glucose levels (50-269 mg/dl). Reportedly, the customer had low blood glucose levels in the morning and high blood glucose levels in the afternoon. Customer is using the same settings from her previous non tandem pump.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a supplemental form will be submitted.